Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported the device performed a faster reading of the catheter, capturing the "lollipop" with a shorter waiting time, however, in some moments the lollipop appears contralateral to the puncture.